Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) as it would not calibrate and gave a calibration message. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. The customer called to request verification of the epgs.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr inspected and checked the operation of the system. The electronic pt gas system (epgs) passed all functions and was found to be operating to MFR specifications. The epgs was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.